Event description:
A malfunction notification was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and contact support again if the issue recurred.